Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "difficulty breathing/ short of breath". The patient stated, "the top of the lid on the inside is growing mold". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of dust/dirt contamination in the blower and the blower box. During the evaluation no mold was confirmed. The manufacturer found no evidence of sound abatement foam degradation. The device was scrapped due to age.